Manufacturer narrative:
Device was received with blank display due to broken and cold solder joint of wires on power board. Unable to verify pump error 25 or perform functional testings due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had power error detected alarm and stopped working completely. Customer's blood glucose value was unknown. Customer changed the battery several times but the pump did not start. Insulin pump will be returned for analysis.